Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. The event occurred at (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to infection. The site of the infection was determined as abscess surrounding the pump pocket. The cause of the patient¿s infection was reportedly due to developing along the driveline. No additional information was provided.